Manufacturer narrative:
Device is a combination product. The most probable root cause is operational context as device performance was limited due to anatomical procedural factors. (B)(4).

Event description:
It was reported that during a stenting treatment procedure, stent damage occurred. The 99% stenosed target lesion being treated was located in the moderate tortuous and severely calcified left anterior descending (lad). The physician was unable to cross the lesion with a 3.0x16mm taxus liberte stent due to severe calcification and stenosis. It was noted that the distal part of the stent got lifted. The procedure was sucessfully completed with a different device. No patient complications were reported and the patient's status is good.